Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, right atrial lead noise was observed. Programming changes were made in the past to address the noise and lead replacement is now being discussed. The patient is stable.

Event description:
New information received notes that the right atrial lead was capped and replaced successfully. There were no patient issues before and after the procedure.

Event description:
New information received notes that the right atrial lead was also capped due to over-sensing.

Event description:
New information received notes that the right atrial lead was capped and replaced successfully on (B)(6) 2019. It was also noted that the lead was capped due to over-sensing. There were no patient issues before and after the procedure.